Event description:
It was reported by the pt that she underwent total hip arthroplasty in 2008. At twelve months post-op, she began experiencing pain. A bone scan showed loosening of the acetabular shell and the pt was revised in 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.